Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon examination, the left ventricular lead exhibited failure to capture on all pacing vectors. Chest x-ray was performed which confirmed the lead had dislodged and moved back to the subclavian vein. On (B)(6) 2022, the lead was explanted and replaced successfully. The patient remained in stable condition throughout the procedure and was later discharged from the hospital.